Event description:
The facility reported a colleague infusion pump with channel a not opening up. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming/setup in the cardio department. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. Baxter has received similar reports for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a channel a not opening up was confirmed and reproduced during product evaluation. This condition was due to defective pump head module. The channel a pump head module was replaced to fix the reported condition. This issue has been escalated to CAPA.